Event description:
Mighty bliss extra large 12 x 24 lot# 210103, model na-h21b, purchased through amazon on 8/23/2021 initially heats to an extremely uncomfortable heat on low when turned on. After a while, about 15 minutes, the heat level reduces to a normal usable level. During the initial 15 minute period, it is dangerous and could cause burns. FDA safety report ID # (B)(4).